Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual inspection revealed half of the jaw-to-shaft pin sheared out. The device was functionally tested via actuation of the jaw lever, and the jaw was found to have limited functionality due to the jaw-to-shaft pin failure. In addition, an eiii needle was loaded into the device and was tested on a sample rubber strip. When the trigger was actuated, the needle deploys successfully. However, the jaw didn¿t open or close due to jaw-to-pin failure. This compliant can be confirmed. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw-to-shaft pin, resulting in shearing of the pin. This failure can be attributed to user technique. A DHR review has been conducted and our results indicate that this batch of product was processed without incident related to this complaint and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. A review of the depuy synthes mitek complaints system revealed one dissimilar complaint for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
The sales rep reported via phone that the jaw on the customer's expressew iii without hook was loose during a rotator cuff repair. The case was completed with another like device. There were no patient consequences or delays. The device is being returned.